Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having revision of his generator pocket due to lead extrusion. The surgeon stated during the surgery that the extrusion was due to long leads. He also stated the leads had been on top of the generator. Additionally, the patient's generator site reportedly looked infected. The generator and the lead portion attached to the generator were explanted. The remainder of the lead was not explanted. Follow-up with the surgeon's office noted that the patient's report came back negative for infection. A review of the device history record for the implanted lead was performed and showed that the implanted device passed all quality inspections, including overall length, prior to release for distribution. No further relevant information has been received to date.

Event description:
It was reported that the patient was having another surgery to have his vns explanted on 07/18/2016 due to an infection. Follow-up with the explant facility was performed and operative notes for surgery on (B)(6) 2016 were provided. Additionally, the representative for the device manufacturer found that the device was discarded after explant. Operative notes dated (B)(6) 2016 stated that the patient had hardware exposed in the left upper chest. The wound was open and had a nail type of incision from the lower part with exposed battery and then had wounds in the upper part which exposed the leads and the battery. The patient was placed under anesthesia and prepped in the normal fashion. The wound was cleaned and debrided. An incision in the left chest wall was made and the nerve stimulator was dissected and the cord was transected. The part of the wire that was present from the chest up into the neck remained in the patient. The chest incision site was then closed. Operative notes dated (B)(6) 2016 stated that the patient was being seen for surgery because his lead was exposed and needed to be removed. The patient had a lot of scar tissue in the neck and there was an ulceration present in the left chest wall where the cord came out. An excision of the old scar anterior to the neck was performed and the wire was removed. A big wedge excision of the ulceration in the left chest wall was then performed. The site in the left neck was reapproximated with multiple vicryl sutures. All the keloid-type of scars were removed and the wound in the neck was approximated. The incision in the left chest wall was then sutured with multiple 3-0 vicryl sutures in multiple layers. No infection was noted on the operative notes, but the lead was reportedly extruding. No further relevant information has been received to date.

Event description:
It was stated through social media that the wound has still not healed since device was explanted. It was stated that a CT scan would be done to check if infection was "in the skin" or if the lead electrodes needed to be explanted as well. It was unknown if an infection was confirmed, if it was related to the impaired wound healing or if the potential infection was related to the previously reported infection. No additional relevant information has been received to date.